Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) reported that the station had no active failures and began testing each drawer individually to recreate the issue, identifying that all cubies in drawers 2.1 and 2.2 failed during inventory attempts. The fse opened the rear panel, confirmed that indicator lights were normal on the module and control boards, powered down the device, replaced both control boards, performed a reboot, and verified that the failures were cleared and inventory testing completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.